Manufacturer narrative:
On 9-jan-2026, the product investigation was updated with an analysis of a received video of the complaint device. Device investigation details: a video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, a leakage was observed on the side port; however no physical damages were observed. A supplier investigation was performed and it was concluded that, according to the video, there was a large leak on one of the stopcock's ports. This complaint is confirmed to be a manufacturing attributable. A device history record review was performed for the finished device lot number 60000702 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the video received. The root cause of the side port leakage is attributable to the manufacturing process. The physical device was returned for evaluation, further investigation was conducted under the physical device product investigation. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. An internal action has been created to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-dec-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when flushing the sheath, fluid (saline solution) escaped from the three-way stopcock. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination and irrigation test of the returned device was performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. Then an irrigation test was performed and leakage was observed coming out from the side port. Due to this condition, a microscopic examination was performed and the three-way valve was found broken. The damage observed could be related to excessive force or manipulation applied during the procedure; however, this could not be conclusively determined. A device history review was performed for the finished device 60000702 number, and no internal action related to the complaint were found during the review. The leakage issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. From the side port only, aspirate all air prior to fluid infusion. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when flushing the sheath, fluid (saline solution) escaped from the three-way stopcock. A second device was used to complete the operation. There was no adverse event reported on patient.